Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump displayed a blank screen and was beeping continuously. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
Corrected: g1 - contact office email. H3: one device was received for evaluation. Service history review identified no history within the past 12 months. Visual and functional testing was performed. The reported issue was confirmed. The pwa was replaced to fix the issue. Further investigation found a wrong item number on the device from the one in oracle. The real label was replaced. The device passed all tests after all the repairs.